Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) device in 2009 and over years, device had fluid loss at cuff that led to increased incontinence that was gone worse since implant. Physician tested cuff and found a hole at the time of revision. All components were explanted and replaced.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) device in 2009 and over years, device had fluid loss at cuff that led to increased incontinence that was gone worse since implant. Physician tested cuff and found a hole at the time of revision. All components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. Two leaks were identified in the cuff component. There was a leak in the occlusive cuff shell that was the result of wear at the corner of a fold from the outside in. The second leak was found in the cuff shell proximal to the buttonhole. The second leak damage is consistent with tool damage probably occurring during explant. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Field change:.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) device in 2009 and over years, device had fluid loss at cuff that led to increased incontinence that was gone worse since implant. Physician tested cuff and found a hole at the time of revision. All components were explanted and replaced.